Event description:
During a routine maintenance inspection, it was discovered that the olympus evis exera iii video system center¿s leds were lighting up continuously and no image was on the display. This event had no patient involvement.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus and evaluated and the reported phenomena (leds continuously lighting up and no image) were not confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: minor hit and scratches found on front panel, scratches found on power switch and top cover, and minor rust and scratches found on rear panel and chassis. Based on the results of the investigation, and since the reported phenomena were not duplicated during evaluation, a root cause could not be identified. Olympus will continue to monitor field performance for this device.